Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgery, it was discovered that the electric pen drive device, the burr attachment device and the drill attachment device were overheating while in use together. According to the reporter, wet gauze was usually lapped around the device during surgery because the device always heated. However, during the surgical procedure, the device touched the patient¿s lip and burnt the patient's lip. No further information was provided regarding the burn to the patient¿s lip. There was a delay to the scheduled surgical procedure. However, the duration of the delay was unknown. It was not reported if spare devices were available for use. There was patient involvement reported. It was not reported what and/or if medical intervention was required. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was sluggish, therefore, the assessment testing for the tool coupling and tool moving failed. It was further determined that the collet and both ball bearings were cracked. Also, the other ball bearings were worn, contaminated and sluggish. It was further observed that the coupling sleeve was loose but functional. It was observed that the label had faded and showed signs of an aggressive washing process. Therefore, the reported condition was confirmed. The assignable root cause of the worn components was determined to be due to worn bearings, excessive wear and handling, which is wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.